Manufacturer narrative:
The manufacturer reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer previously reported the additional information of no visualization of particles and the user is alleging headache and device is giving them "a hard time and not producing enough oxygen for breath" as a serious injury. After further review it was decided that the reported events of patient reporting of headache and device not giving enough oxygen was assessed as a non-serious injury. Section b1 report type has been corrected to product problem to reflect the correct information and section h1 type of reported complaint has been corrected to product problem to reflect the correct information in this report.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer previously reported the additional information of no visualization of particles and the user is alleging headache and device is giving them "a hard time and not producing enough oxygen for breathe". This report is now considered a serious injury and has been updated in this submission.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Additional information was received that patient is not visualizing particles. However, the user is now alleging headache and device is giving them "a hard time and not producing enough oxygen for breathe". The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.